Event description:
During an ex lap, the maryland ligasure quit working and split in half. The jaws of the ligasure got stuck closed and when trying to open the tip back up, the piece that you hold in your hand, broke in half exposing the inside of the device.